Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced serious bodily injuries, mental distress, physical pain and suffering and permanent injury. No other information is available.